Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "glucose reading is unavailable" message upon scanning the adc freestyle libre sensor on the same day of application and was, therefore unable to monitor her glucose levels. The customer experienced symptoms described as "panic, fear, wanted to vomit" and an ambulance was called by an unspecified party. Upon their arrival, the customer obtained a glucose reading of 33 mg/dl and diagnosed with hypoglycemia. The customer received apple juice as treatment. There was no report of death or permanent injury associated with this event.